Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02495, 2938836-2019-02498. It was reported that infection with a cyst was observed. A cyst was removed at the beginning of the procedure. The device system was explanted but not replaced. The patient was stable with normal sinus rhythm.